Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: reported right side textured to smooth exchange and rupture.

Event description:
Healthcare professional reported right side textured to smooth exchange and rupture. The device remains implanted.